Event description:
The account generated inconsistent architect estradiol results for a patient. The inconsistent architect estradiol results occurred between neat versus diluted processing. No impact to patient management was reported. Data provided: patient 1 - receiving treatment for ovarian stimulation. (B)(6) 2010, architect estradiol = >1000 pg/ml (neat), 2434 pg/ml (autodilution). (B)(6) 2010, architect estradiol = 977 pg/ml (neat), 2800 pg/ml(1:10 manual dilution), 1500 pg/ml (1:5 autodilution). (B)(6) 2010, architect estradiol = >1000 pg/ml (neat), 2212 pg/ml (autodilution).

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.